Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number pkbdlks0, and no non-conformances were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: an opened folder and a dispensed needle/suture combination product code v2190 was returned for analysis with the packaging opened. In order to evaluate the conditions of the returned sample, the swage and attachment area of the needle were noted to be as expected, the suture was examined along of the strand to detect any issue related to damaged, fraying or breakage suture and no defects were observed during evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Twenty-three packets of product code v2190 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to fraying, damaged or breakage suture and no defects were observed during evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but not available: please clarify the intra-op event: what does it mean "thread being prickly and split ends"¿? Was this the suture breakage, fraying, suture surface related or pull off (detached from the needle)? How was this initial surgery completed? Was this initial surgery completed with another/new suture product? Were there any patient consequences due to the intra-op suture "thread being prickly and split ends"¿? How many sutures were "being prickly and split ends" during suturing on this one patient during this single surgical procedure? When its mentioned: "many defects occurred in one box" did the "thread being prickly and split ends"¿ issue in 1 box occurred in multiple procedures? If yes, please provide pc number for each of the procedures no more information is available. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4): device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The thread was reported to be prickly with split ends. There were no patient consequences reported. No further information was provided.